Event description:
(B) (4). Same case as MFR #: 2134265-2009-05052. It was reported that post a coronary artery stenting treatment procedure, a myocardial infarction (mi) and death occurred. Three lesions in three diseased vessels were being treated. Target lesion # 1 was located the right coronary artery (rca). The vessel diameter was 3mm; the lesion was 30mm in length. Pre-procedure stenosis was 100% and post-procedure was 0% stenosis. No attempt was made for direct stenting. A 3.0x32mm liberte stent was implanted. A non bsc stent was implanted also as "the vessel was < 3mm." Target lesion # 2 was located in the rca. The vessel diameter was 3.5mm, lesion length was 15mm. Pre-procedure stenosis was 100% and post-procedure was 0% stenosis. A 3.5x20mm liberte stent was implanted. No attempt was made for direct stenting. The procedure was a technical success. The next day, post-procedure/pre-discharge, the patient had an inferior mi with ECG changes, inferior st elevation, and a rise in cardiac markers. The patient was not on anticoagulant therapy but was on asa at the time. The same day as the index procedure, the patient died, cause of death documented as cardiac, mi.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product not available for analysis.